Manufacturer narrative:
Initial 2 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced issues with five infusion sets on (B)(6) 2026. The patient had difficulty while unclipping the tube from the site.